Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The cause of the pulmonary edema was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced atrial fibrillation requiring cardioversion. One unit of packed red blood cells was transfused along with amio and digoxin. The patient also exhibited flash pulmonary edema requiring reintubation. The patient outcome is unknown.